Manufacturer narrative:
The thermogard ivtm system (serial #(B)(4)) was evaluated at the customer's site. The reported complaint of the thermogard console (sn (B)(4)) displayed tcm ID:05 (coolant diff failure) error message was confirmed during the event log review and during the functional testing. The root cause of tcm ID:05 was due to a defective lm-34 temperature sensor, likely attributed to a defective component. Upon visual inspection, no physical damage was observed. The event log was reviewed, record show the occurrences of tcmid:05 error messages, thus confirming the reported complaint. Observed erroneous temperature sensor values between the temperature probes. The root cause of tcm ID:05 was due to a defective lm-34 temperature sensor. The lm-34 temperature sensor was replaced to address the tcm ID:05. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed and there was 1 similar complaint reported for the thermogard console with serial number (B)(4). Ccr (B)(4), reported on mar 23, 2021, the root cause was a defective temperature sensor but the customer denied the service repair.

Event description:
During ivtm therapy, customer reported that the thermogard xp ivtm system (serial #(B)(4)) displayed "tcm ID:05" (coolant diff failure) error message. Another thermogard xp ivtm system was used to continue with treatment without any delay. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.